Event description:
End user is a male, will be 80 yrs tomorrow. He has done cic for 2 yrs once at night before bed. His urologist has suggested him to have a greenlight laser surgery for his bph within the year. He also has extensive past back fractures to his lower vertebras from complications post auto accident 7 yrs ago. This has been his preferred catheter product. He reports he did have urine testing which confirmed a uti. He said halfway through his antibiotic treatment his urologist changed his antibiotic but said there was an error and he got the wrong medication which caused him a yeast infection. He had to take another medicine to finally rid him of the yeast infection to finally feel better. No additional information was provided.

Manufacturer narrative:
E.1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.